Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that black foreign matter was found on the unspecified bd¿ syringe barrel tip before use. The following information was provided by the initial reporter: "before use, it was found the tip of barrel with black foreign matter".

Event description:
It was reported that black foreign matter was found on the unspecified bd¿ syringe barrel tip before use. The following information was provided by the initial reporter, translated from chinese to english: "beofer use, it was found the tip of barrel with black foreign matter"

Manufacturer narrative:
Investigation summary: bd was not provided with photos or samples to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. A review of the device history record could not be performed as a lot number was not provided for this incident. Despite the fact that any high volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. Considering our in-coming and in-process inspection, no corrective actions are required at this time.